Event description:
It was reported that the patient had a break in aseptic technique further described as the patient was performing dialysis in the car, under the blanket, with the family members present and nobody was wearing mask during the continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. Two days after the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin and ceftazidime (doses, routes and frequencies not reported). On an unknown date, while being hospitalized, the patient discontinued the pd therapy due to pd catheter being removed in order to help with the peritonitis infection. It was unknown if the patient was placed on hemodialysis therapy. At the time of this report, the patient was still hospitalized. The patient was recovering from peritonitis. The patient was not retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.